Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified second right posterolateral segment (rpl). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. After this device had been delivered to the target lesion, the physician attempted to inflate it to nominal. It was noted on angiography that the balloon had not been inflated. Furthermore this device was checked outside the patient, the balloon rupture issue was observed. No piece of the device was detached inside the patient. The procedure was completed with non-bsc balloon catheter. No patient complications were reported and the patient's status was good.